Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver had no audio. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no audio could not be determined. A root cause could not be determined.

Manufacturer narrative:
Com-(B)(4)

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, a call tech support error was observed and the receiver failed to boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. A receiver functional test and a manual "try-it" test could not be completed due to the observed error message. The receiver case was opened for interior inspection and passed. Speaker resistance was measured and passed. A global communication tool software test was performed, and it passed sound tests. The reported event of no audio output was not confirmed as testing could not be completed. A probable cause could not be determined.